Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-00835 and 1416980-2024-00836. All information can be found under manufacturer report number [1416980-2024-00835 and 1416980-2024-00836. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a hole was observed in the tubing of two (2) clearlink system continu-flo solution sets which lead to leaks. The events occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.